Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. The customer reported that while performing a medication search, the auxiliary unit fell over. The field service engineer (fse) checked all drawers and found no issues or damage. All drawers were functioning properly. Diagnostic testing was performed on the drawers, and no failures were observed. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, several drawers on the ht1s tower were not detected on the bus, and one support panel between the drawers had fallen out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.